Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer successfully removed the cartridge from the pump, delivered a 9-unit bolus as instructed, and was able to reload the original cartridge, resuming insulin therapy without further issues.